Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.25x28mm promus premier stent was bent during unpacking and was not used inside the patient as previously reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found no issues with its profile. The ro markerbands were examined and there was no damage noted. The tip of the device was examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the midshaft was kinked at 23 mm distal to the midshaft/hypotube bond. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the 2.25x28mm promus premier stent was bent during unpacking and was not used inside the patient as previously reported.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25x28mm promus premier stent was advanced to treat the target lesion. However, it was noted that the stent was bent. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.